Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced seven infusion sets leakage at site. Infusion set was used for a day until changed. Patient replaced infusion set and resumed insulin successfully. No further information available.